Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the strip reader module (srm) was damaged. The fse realigned the srm, which repaired the failing controls. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin generating false negative results on controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.